Event description:
It was reported that an ilet pump exhibited battery depletion, with the battery failing to hold a charge and the device powering down within hours, and a replacement unit was provided while the user reverted to backup therapy. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user instruction to shut down the device to prevent alerts, guidance to sync data to the mobile app, and coordination for device return. Investigation of this device revealed a suspected battery performance issue associated with the pump hardware, and no alarms or alerts were reported as part of the event. It was concluded, based on previously established findings for similar reports, that the cause was likely a device-related battery malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.